Event description:
Patent foramen ovale closure device became dislodged into aorta after attempted deployment during cath lab procedure. Device was snared and brought down to iliac artery. Surgeon then took pt to or to retrieve device from his iliac artery.